Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that air bubbles were observed throughout the infusion set tubing. Customer primed the tubing and air bubbles were expelled. In addition, it was reported that the customer received an unknown alarm stating "no deliveries". Customer declined troubleshooting with tandem technical support. Customer's blood glucose level was approximately 400-450 mg/dl. Customer had insulin pens as alternate insulin therapy.